Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) while on the home choice (hc) device during use during drain. The baxter technical representative (tsr) documented that the patient connections were loose on the home patient (hp). The tsr had the hp cycle power and se 2367 occurred. The tsr assisted in clearing the alarms. The hp will complete therapy with manual bags. The tsr referred the hp to the registered nurse(rn). There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; the home patient (hp) stated that the supply bag connections was loose. The cause was undetermined. This issue is being investigated through CAPA.